Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: 0219329934, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen 900 mcg/ml at 506 mcg/day and morphine 750 mcg/ml at 422 mcg/day via an implantable pump. It was reported that due to clinical symptoms of cerebrospinal fluid (csf) leakage, the hcp decided to replace the spinal segment of the catheter. The 8780 spinal segment was explanted, and they closed the puncture hole with a dura stitch and fibrin glue. A new puncture on was made on another level, and they connected the new spinal segment of the 8781 with the rest of the initial 8780. The explanted segment would be returned to the device manufacturer. It was unknown if the issue was resolved. However, the patient's status was alive, no injury. Diagnostics/troubleshooting included an mrt. There was no clear csf leakage visible from the mrt. There were no environmental, external or patient factors that might have led or contributed to the event. Information regarding the patient¿s weight, medical history, and other medications was unavailable.

Manufacturer narrative:
H3: the returned device (catheter) was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. The catheter was returned and no anomalies were noted on microscopic inspection, the catheter was patent, and passed pressure leak testing. H6: fdm/annex b updated to b01. Fdr/annex c updated to c19. Fdc/annex d updated to d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.